Event description:
Subsequent to the initial medwatch report additional information received indicates that the patient underwent endovascular abdominal aortic aneurysm (aaa) repair, common femoral artery access obtained via open exposure and vessel closure was attempted with the prostar xl device. Reportedly, unsuccessful attempts at thrombin injection occurred. Peri-operative findings showed: scar tissue++, large bilateral pseudoaneurysms, suture material/knot lying superficial to vessel. Post-operative wound infection. Subsequent bilateral open repair performed. Thought requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician, trained in the use of the prostar device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a vascular surgeon reported that the patient had to be taken to the theatre (surgery), because there was an infection where the prostar suture was. There were no reported adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). (Date of event): the date of (B)(6) 2010 is being used as a best date estimate, as the reporter did not provide any date information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.